Event description:
It was reported that the programmer generated an error number. The programmer power was cycled but the error did not clear. Follow-up indicated that the programmer was being set up for an implant case but that no patient was involved yet at the time of the error. The programmer was replaced and returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the error was generated and therefore the hard drive was reconfigured and the software reloaded. Analysis also found that the system fan was noisy and that the latch of the keyboard was broken. (B)(4).